Event description:
It was reported a patient, who had left rtsa, underwent a revision procedure. The patient presented with complaints of pain. The shoulder was revised due to instability. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted device is not available for return due to the hospital¿s chain of command. Device images were provided. No further information.